Event description:
It was reported this pt's pelvic bone fractured upon placement of a bone anchor during a bladder neck suspension procedure. The anchor was removed without incident and the physician proceeded with the gittes approach. The procedure was completed successfully and the pt is doing good. No further treatment is planned. The device has not been returned by the user facility. Therefore, no failure analysis will be performed. Co's directions for use state: "with the palm of the hand, gently press the anchor system into the pubic tubercle. Continue to gently press the anchor system into the pubic tubercle until the anchor system stops and further advancement is prevented."